Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, headache, and body ache. It was also reported that the pods cannula came off the infusion site (abdomen) due to the adhesive peeling off. The patient was treated with IV (intravenous) fluids potassium, long and short acting insulin and sodium phosphate. The patient was released two days later. The pod was worn when seeking medical attention but was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.